Event description:
It was reported that the patient was admitted for multiple pump stops while connected to a grounded power source. Log files were sent for review due to concern for short-to-shield. Review confirmed multiple pump stops. The patient had a visible external tear to their driveline for about two years, which they had been securing with tape. X-rays of the percutaneous lead were unremarkable.

Manufacturer narrative:
The patient's driveline tear from 2 years ago is reported under MFR # 2916596-2021-07402. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops and low speed events while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted driveline photos showed a portion of the external driveline with a small superficial tear in the silicone jacket. It was reported that this superficial driveline damage previously occurred. The submitted x-rays showed sections of the internal and external driveline. No obvious areas of metal braided shield breakdown were noted; however, a potentially tight bend in the internal driveline was noted. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file was reviewed and contained data from (B)(6) 2021 through (B)(6) 2021. Pump stops and low speed events were captured on (B)(6) 2021 while the device was connected to the mpu. The pump stops and low speed events were associated with low speed advisory alarms, low speed hazard alarms, low flow hazard alarms, time base faults, and motor stop alarms. There were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there were no symptoms associated with the pump stop events. The patient received daily supervised trials with activity while admitted to try and re-create ventricular assist device (vad) pump stops, which did not occur while connected to ungrounded cable or batteries. Once the patient was deemed stable for discharge it was stressed that they must be either on batteries or on wall power with an ungrounded cable at all times. The patient received close follow-up and was referred to cardiothoracic (CT) surgery group for further evaluation and possible options. All home medications were resumed to pre-admission dosing/frequency.